Manufacturer narrative:
Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported that the needle itself did not fracture, but the break occurred below the needle where the cable and needle are attached. The needle disassembled from the cable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the needle fractured and the plate was wasted. The customer opened another plate to complete the procedure. There was no patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.